Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 34 mg/dl; cause was not known. Customer was treated with intravenous fluids of saline to address the bg. The customer was discharged later the same day with issue resolved and no permanent damage. Customer declined a system check with pump and supplies. A replacement pump was sent to the customer.